Event description:
Healthcare professional reported right side "capsular contracture grade 4", "waterfall deformity", "intracapsular rupture".

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling", "requiring aspiration of the fluid", "increasing pain", "ruptured" and later reported" fluid collection likely to represent a seroma."

Event description:
Patient reported"swelling", "requiring aspiration of the fluid", "increasing pain", "ruptured" and later reported" fluid collection likely to represent a seroma" via ultrasound. This record is for the right-side. Device has been explanted.